Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the memory data that was performed indicated normal battery depletion. However, the device failed rpt testing for inductive telemetry battery usage, which is consistent with a depleted battery. The device also failed rpt for a higher than normal v230 supply current. The engineers reviewed the device diagnostic power chart. The power has been steadily increasing since, consistent with degradation of a low voltage capacitor due to hydrogen in the enclosed pulse generator case. Laboratory analysis showed that the complaint of an unexpected increase in longevity was not confirmed.

Event description:
It was reported that this pacemaker was in ventricular tachycardia (vt). Moreover. The device previously showed two and a half years remaining longevity. During the recent check, the device showed three and a half years remaining longevity. Analysis showed that the device was functioning normally. There was no significant change in the average power or depth of battery depletion between the system data transmission and programmer interrogations. The change in longevity can be explained by the reduction in pace threshold. The change was due to in-session tests/programming switching the longevity from a calculation based on device average power to one from a programmer estimate. Additional information obtained from the field which indicated that the device was explanted and returned. No adverse patient effects reported.